Event description:
As reported, approximately 6 years, 2 months post successful tavr a valve in valve was performed to treat a 26mm sapien xt valve presenting with severe central regurgitation. Medical records were received for evaluation. Prior to the viv, the patient's aortic valve appeared to be well seated, with calcified leaflets with flow acceleration in the lvot and across the valve into the ascending aorta, mean gradient of 49mmhg suggestive of severe bioprosthetic valve stenosis. There was severe eccentric bioprosthetic aortic valve regurgitation, paravalvular in nature, no obvious vegetation and thrombus on the valve, no significant change compared to prior tee from (B)(6) 2021.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
Added codes to h.6 type of investigation and investigation findings. Corrected h.6 conclusion codes. The product was not returned for evaluation. The reported event does not allege a malfunction that could be related to a device manufacturing deficiency and/or one was not confirmed through investigation. In addition, the event does not allege a labeling issue or device related infection, therefore no DHR is required. No imagery was provided for review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no product non-conformance was identified, a product risk assessment (pra) escalation was not required. Additionally, since no defect was identified, no corrective or preventative actions were required. Per a technical summary drafted by edwards lifesciences, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to subsequent anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. While the scope of the technical summary is limited to surgical heart valves, specifically bovine pericardial and porcine tissue valves, the contribution factors to the onset and propagation of calcification resulting in valve degeneration as described in the ts is applicable to all tissue valves, and therefore, thv valves can be included in the scope of the technical summary as thv valves are made from the same pericardial tissue and see similar manufacturing processes as edwards surgical valves. In this case, the event was confirmed by medical records. Based on the limited information provided, the root cause for the valve degeneration approximately 6 years 2 months post valve implant could not be confirmed, but may be related to the patient's co-morbidities and/or progression of the pre-existing valvular disease process.

Manufacturer narrative:
Investigation is ongoing. Device remains implanted.

Event description:
As reported, approximately 6 years, 2 months post successful tavr a valve in valve was performed to treat a 26mm sapien xt valve presenting with severe central regurgitation.